Event description:
It was reported that, 577 days after a coronary artery drug-eluting treatment procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a de novo, 3.0mm vessel diameter, 30mm long, 95% stenosed with mild calcification and mild tortuosity in the mid left anterior descending (lad) artery. The physician predilated the lesion prior to placing one taxus express2 3.0x16mm stent and one taxus express2 2.5x24mm stent, and a jomed graftmaster bare metal stent (bms). Post treatment lesion was 0% stenosis with timi 3 flow. The patient had a non q-wave myocardial infraction 2 days post procedure. Relationship to the device was indicated as not related and to the target vessel as possible, as indicated by the physician. The patient was discharged 5 days post-index procedure receiving aspirin and clopidogrel. Subject was in poor health. Her sister foond her dead in the bathroom 577 days after the index procedure. A relationship to the index has not been established. An autopsy was not performed.